Event description:
Caregiver states that the prongs at the end of the power cord are bent and begining to break off. Caregiver believes it got broken when they were pushing the bed against the wall. No additional information provided.